Manufacturer narrative:
On (B)(6) 2017, the customer resumed using the pump and the blood glucose level was 103 mg/dl. On (B)(6) 2017, tandem technical support reviewed the pump data. The cartridge was found to have been changed every 6 days. The customer was informed that humalog was labeled to be used with the cartridge for 48 hours. The customer reported that the 6 day cartridge change would not be changed. The t:slim user guide states to replace the cartridge every 48 hours if using humalog the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (306-366 mg/dl) throughout the day. Correction boluses and insulin injections were used to address the high bg. The customer was not sure of the cause of the high bg. The customer had changed the pump supplies multiple times. A pump system check was performed using the current supplies on the pump and no device issue was identified.